Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the xenon lamp to be at 439 hours, which exceeded its rated life. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A review of the system¿s event log from the time of the reported event revealed that system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ was displayed. The system message is only an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this system message is acknowledged. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console had light port burned out. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information has been received indicating that the bulbs for the upper light ports of the console had exceeded their life and needed to be changed. The lower ports were still fine to use. It was confirmed that there was no patient harm associated with this report event.